Manufacturer narrative:
Five etco2 modules were received. However, the customer stated that no malfunction had occurred and declined an investigation. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
The customer reported that etco2 devices tested failed the pm leak test, and replacement parts he installed also failed the leak test. The number of devices which failed pm was higher than he expected. One of the devices tested had been previously sent for repair. The customer replaced the original parts back into the units. No patient involvement was reported.